Event description:
On 10/25/00 spoke with facility who stated on 10/20/00, employee was carrying genesis container, filled with crainiotomy instrument set (weighing 20-25lbs) from table to sterilizer and handle broke. The set fell approx three feet and landed on employee's right foot. Employee sent to ER, had x-ray. X-ray results negative. Physician stated pt sustained severe contusion to right foot. Employee returned to work on monday 10/23/00 and is doing well.